Event description:
It was reported that the warm up restarted after warm up. The sensor was inserted into the arm on (B)(6) 2024. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. However, signal loss over one hour was found in connection to the reported allegation. The probable cause was the transmitter and app were unable to establish a connection. The reported event of the warm up restarted after warm up is reportable based on the finding of signal loss over one an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that unknown issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a unknown issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.